Event description:
At 3:00pm on event date, staff rec'd the info the "ht50 was shutdown suddenly with audible alarm during in use for a pt." At 5:00pm - staff went to the hosp where it was confirmed that the ht50 stopped with motor fault. The ht50 was taken back to our service office. The following was the service staff's check. At first, the pcs download data was checked. The numeric was blank. Next, the exhalation valve calibration was tried but failed before working the pump. Next, leak check was performed and the pressure did not reach to the specified value. Please note there was no serious injury or death.